Event description:
This lead was explanted and replaced due to noise. The physician also changed out the ICD at the same time to prevent another procedure in the near future. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 60 cm proximal to the lead tip. Only the distal part of the lead was received for analysis. The lead fragment was subjected to an extensive analysis. The analysis revealed multiple signs of wear along the lead fragment. In the distal area the insulation was found rubbed through. This damage can be considered to be the root cause for the clinical observation mentioned in the complaint description. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further damages such as the deformations of both shock coils most likely occurred due to excessive mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.